Manufacturer narrative:
The customer's report that the tubing was missing the retainer ring was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the upper fitment and silicone segment components. No other issue was observed. Examination under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). The root cause of the separation was not identified.

Event description:
It was reported that the tubing was missing the o-ring. It was confirmed during follow up that there was patient involvement, however; there was no patient harm, nor serious injury or delay in care that occurred, associated with this event.